Event description:
I use a philips dreamstation CPAP, which was affected by the insulation recall. I received my replacement device from them, only to find it was visibly dirty. It is supposed to be "refurbished" but instead I'm getting someone else's trash machine. I find this to be unacceptable, especially since I am required to send my machine back which is in excellent condition. Whenever I have tried calling philips they transfer me around from one agent to another. Of note, the filter that was in the machine was visibly dirty as well but I have discarded it already. Continuous positive air pressure therapy. Reference report mw5115995.